Manufacturer narrative:
The reported issue was addressed with phone support. The surgeon decided to continue the procedure with the suction irrigator controls reversed. No site visit was conducted. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for part number: 480299-06 batch/lot number: k10220531-0003 associated with this event has been performed. Per logs, the instrument was last used on (B)(6)2022 on system sk2475 with 0 lives remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument controls worked in reverse order. Poor control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the suction irrigator instrument controls were swapped. The surgeon continued to use the instrument in reverse order, but wanted to report the issue. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.